Event description:
It was reported that the patient experienced tachycardia that began as a sinus tachy (st), but progressed to ventricular tachycardia (vt). The vt had t-wave oversensing (twos) and resulted in inappropriate shocks. There was no twos observed during the st; only during the vt. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).